Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a peritonitis event manifested by abdominal pain and cloudy effluent. On an unreported date the patient was hospitalized for the events. In the month following onset of symptoms, the patient was diagnosed with peritonitis and was treated with unspecified antibacterial therapy. In the same month as hospitalization, the patient was discharged from the hospital and was recovered from the event. No additional information is available.